Event description:
A report was received from the USA stating that an 840 ventilator had loss of communication errors during the device set-up. The malfunction did not occur during pt use.

Manufacturer narrative:
A technical service engineer troubleshot this issue with the customer over the phone. The customer followed the tse recommendations of replacing the graphical user interface (gui) to breath delivery (bd) cable and running the unit for 48 hours and malfunction has been corrected. Customer has conducted final testing. (B)(4).